Event description:
The customer reported pump battery would not charge. Blood glucose level did not exceed 500 mg/dl, confirming there was no adverse impact. Technical support decided to replace the pump, and customer planned to use manual insulin delivery as a backup.